Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerpicc is inconclusive due to the state of the returned sample. Two photographs of a powerpicc were returned for evaluation. An initial visual observation of the photographs showed a powerpicc in a plastic bag. Evidence of use and some discoloration were observed on the sample. Although a leak was alleged, no damage or evidence of a leak can be discerned from the sample in the photographs. Inspection of the returned photographs was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported a sensation of ¿coolness¿ in the armpit when saline solution is infused. It was confirmed there was a fissure in the catheter, which was confirmed when the catheter was removed. No other information was provided and no patient harm reported.